Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A technician reported a patient with dry eyes two months following lasik treatment. The patient reported sensitivity to air and light. The patient's artificial tears were increased and gel was added. In a f/u with the technician, she indicated on the date of the event, the patient reported that he had been taking medication for allergies. The optometrist reported no staining on the cornea. The patient was last seen on (B)(6) 2013 and reported his vision and comfort had improved. The patient is not scheduled to return until his yearly exam. There are two medical device reports associated with this event. This report is for the left eye.